Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report that the electrode belt would not connect to the monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (does not connect) has been confirmed. Upon evaluation, the pins in the electrode belt trunk cable connector were bent in a swirl pattern. The cause of the inability to connect to a monitor is the bent trunk connector pins. The root cause of the bent pins cannot be positively identified but is likely excessive force when mating the belt with the monitor while the pins were misaligned. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.